Event description:
It was reported the system displayed a communication error and would not fluoro. This error resulted in x-rays being disabled. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.